Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened button dome switches. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had issues with the buttons not working properly. The customer's blood glucose was 147 mg/dl. Advised the a replacement insulin pump would be sent. Nothing further reported.